Event description:
Additional information was received. There was resistance upon injection of the liquid embolic agent into the catheter. During the surgery, there was a timeout during injection, but the time had not exceeded 2 minutes. The injection rate was followed as indicated in the competitor¿s IFU. During the injection, the surgical field was concentrated on the deformity group, and the embolic agent was not injected into the unexpected position in the surgical field. However, after the injection of onyx, the surgical field of vision was enlarged for angiography, and under fluoroscopy, it was found that the middle section of apollo, approximately at the v4 section of the vertebral artery, there was onyx leaking. The lesion site reached distally by apollo was the arteriovenous malformation in the right occipital lobe. The degree of tortuosity of the blood vessel was normal at the proximal end, and the lesion was slightly tortuous. After the completion of onyx injection, apollo had difficulty in extubation. After extubation, it was found that the detachment position was not apollo detachable point, and the fracture was in the distal soft segment, and the part that was withdrawn from the body was 147cm. The device was prepared as indicated in the IFU. The patient's weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter ruptured and the tip remained in the patient. The patient was undergoing treatment for embolization of cerebral vascular arteriovenous malformations. It was reported that the apollo microcatheter was fed into the blood supply artery of the malformed vascular mass under the guidance of the road map and the micro-guide wire. The microcatheter angiography was clear, the microcatheter was close to the abnormal vascular mass, and the vascular mass was completely developed. The microcatheter was flushed with normal saline, and the dead space of the microcatheter was filled with dmso. Onyx glue was injected  slowly for many times through the microcatheter. At the end of glue injection, it was found that the catheter was broken, and onyx glue overflowed to the left vertebrobasilar artery. The doctor stopped glue injection immediately. When the microcatheter was withdrawn under negative pressure it was difficult to withdraw. When the microcatheter was withdrawn under continuous tension, the catheter broke at the rupture point. They replaced the 8f guide catheter immediately, used a ace60 suction catheter and solitaire embolization stent, and tried repeatedly to remove the overflowing onyx glue. The angiography showed that the blood flow of vertebrobasilar artery was unobstructed, the malformed vascular mass was not developed, the distal end of the embolic microcatheter was remained in the skull, and no intracranial hemorrhage was found. Therefore, the operation was ended and tirofiban was used to prevent thrombosis. This event had a great impact on the operation, and the patient had headache and dizziness after operation. After treatment, the symptoms of headache and dizziness for the mostly disappeared. The patient only felt local pain in the posterior occiput. The patient's condition had improved and was discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.